Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate shock due to ventricular fibrillation (vf). However, the right atrial (ra) channel appears to record some kind of electromagnetic interference (emi) noise just before the vf starts. The ra lead is a competitor product. Technical services (ts) reviewed the device data and discussed the observed noise has a pattern and is therefore caused by the respiratory signal. It was also mentioned that it is known that the respiratory signal appearance might be more likely in hybrid systems, such as this one, where there is a competitor lead and a boston scientific device. It was recommended to review the benefit to have the respiratory signal programmed on for this patient. The lead measurements appear quite stable and in range since the implant date. The crt-d remains in service. No adverse patient effects were reported.